Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged shortly after initial implant. The lead was explanted and a new lead was successfully implanted. No adverse patient effects were reported.